Event description:
It was further reported that the right ventricular lead again triggered a lead warning for low impedance. The lead remains in use.

Event description:
It was reported that the unipolar right ventricular (rv) lead triggered a lead warning for low impedance. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 47901 intermedics lead, implant date unk. (B)(4).